Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the cycler, cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted antibiotic therapy. The pdrn stated the etiology of the peritonitis is unknown; therefore, causality cannot be firmly established. However, the pdrn reported the serious adverse events were not the result of a fresenius device(s) and/or product(s) deficiency or malfunction. Peritonitis with no identifiable organism occurs in approximately 1/5 of all peritonitis cases. As such, alternative markers such as abdominal pain, elevated cell count and/or cloudy effluent fluid must serve as indicators. Based on the information available, the cycler and cycler set can be disassociated from the event. There is no objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Esrd patient¿s undergoing pd therapy are known to be at high risk for infections of the peritoneum. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. The nurse has been treating the patient for the infection. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic with cloudy peritoneal effluent fluid and abdominal pain. A peritoneal effluent fluid culture and cell count were obtained (white blood cell count = 2957 u/l) and the patient was diagnosed with peritonitis. The patient was prescribed intraperitoneal (ip) ancef and gentamicin daily for 14 days (dosages not provided). As of 12/jan/2021, the peritoneal effluent fluid cultures remain negative for growth. The patient¿s medical team was unable to establish causality. However, the pdrn performed a home evaluation, assessing for any breaches in sterile technique and none were observed. The pdrn stated the serious adverse events were not the result of a fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to undergo ccpd, utilizing the same liberty select cycler as before the events. The patient is recovering from the events.